Event description:
While doing ercp, screen noted to be hazy with blush hale. Needle knife inserted. When cutting was completed, staff saw smoke and thought needle looked bent completely over. Biomed adjust screen, but physician cancelled procedure at this point. While cleaning needle knife, staff noted that knife tip appeared to be missing 1 mm. Physician did not request further treatment and pt. Remained fine.